Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic endometriosis procedure, the doctor was doing ablation of tissues with endometriosis with the device while the clamp was closed; then they realized that protection tissue pad had come off. The tissue pad remained inside the patient and could not be extracted since it was not found. The procedure ended without additional complications. Unknown how case was completed. Per the affiliate: procedure was prolonged fifteen minutes. There were no adverse consequences for the patient.